Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert occurred on the implantable cardioverter defibrillator (ICD) and an interrogation showed a power on reset (por). The device remains in use, however, a replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. Device level analysis revealed no device anomalies. Battery analysis revealed that no evidence of internal short was found. Hybrid analysis revealed the premature battery depletion was due to high current consistent with a conductive resistive short in the radio frequency module substrate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.